Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability, injury, vaginal pain, pelvic pain, bleeding vaginal pressure, painful intercourse, infection and will likely undergo additional surgery.

Manufacturer narrative:
The sample was not returned. The lot number is unknown, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials.(B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, incomplete bladder emptying, improvement with urge frequency, incontinence, recurrent urinary tract infections, acute cystitis, vaginitis, cystocele grade one was recognized in (B)(6) 2009, and progressed to grade two by (B)(6) 2010, right lower quadrant pain which did not improve after the implant, began radiating into her pelvis and was attributed to chronic appendicitis. She also complained of blood in her urine, dyspareunia and hernias.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced, abdominal pain and right groin pain that radiates to her inner thigh.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder,bowel, rectum, or any viscera may occur during needle passage. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced incomplete bladder emptying, improvement with urge frequency, incontinence, recurrent urinary tract infections, acute cystitis, vaginitis, cystocele grade one was recognized in (B)(6) 2009, and progressed to grade two by (B)(6) 2010, right lower quadrant pain which did not improve after the implant, began radiating into her pelvis and was attributed to chronic appendicitis. She also complained of blood in her urine, dyspareunia and hernias.